Event description:
It was reported the battery longevity was overestimated in (B)(6); the estimation given was over two years. The patient received a shock and the battery estimation was less than one year. No intervention was reported.